Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis identified first cylinder had a hole in the outer tube from sharp instrument damage in the distal end of the cylinder. The second cylinder did not present any damage or abnormalities. The microscopic pump analysis identified there were no damage or abnormalities found. The device was tested too. Both cylinders successfully passed leakage test. The pump was also tested, concluding that the pump passed leakage and functional tests. Even the sharp instrument damage was found on the device, this was considered a secondary failure; the primary allegation of a mechanical issue was unable to be confirmed. Based on the information provided, cause not established was selected as the most probable cause for the complaint.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was implanted on (B)(6) 2025. Then, the pump presented a filling defect. The device returned to be analyzed, indicating there was a surgical procedure performed to explant the device.